Manufacturer narrative:
Device name: esubmitter software does not allow for an unknown entry. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that an implantable collamer lens was explanted from a patient's eye for an unknown reason. Attempts to obtain additional information have not been successful.

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vtich13.2 implantable collamer lens, +5.0/+2.0/100 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was explanted due to significant reduction of irido-corneal angles (ica), unreactive (fixed) pupil, and elevated iop. The problem was resolved. The cause of the event is reported as unknown. Reportedly, the symptoms resolved after explant.

Manufacturer narrative:
B5-please disregard previous b5 statement. H6-additional patient code 3191: no code available (significant reduction of ica, unreactive pupil). H6-device code 1494: off-label use (acd < 3.0mm). Claim# (B)(4).

Manufacturer narrative:
Corrected data: h6- health effect- clinical code 1937 should be in the previous MDR. Claim#: (B)(4).